Event description:
Medtronic received information that a ped3 vantage pipeline failed to open in the proximal section. The doctor used a 4.5x14 vantage to treat this aneurysm. The distal end of the stent opened well but the proximal end did not. The braid was bunched together and resisted attempts to open by loading and unloading the pusher wire. The doctor attempted to pass the phenom 27 back through the stent and this resulted in the stent ¿fattening up¿ and shortening with the proximal end now sitting in the aneurysm. A second 5x20vantage need to be inserted through the whole construct. The final angiographic result was good. The proximal end of the position was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was not removed from the patient. Full wall apposition was achieved. The devices were used as indicated in the instructions for use (IFU).  The patient was being treated for an unruptured, saccular aneurysm in the left para ophthalmic internal carotid artery (ica). The max diameter was 7mm and the neck diameter was 6mm. The distal landing zone was 3.5mm and the proximal landing zone was 4.4mm. Vessel tortuosity was moderate. No patient injury or complication was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.